Manufacturer narrative:
The pad-pak was first installed on the 8th july 2010. The pad-pak was then removed from the device and reinstalled on the 17th august 2010. The device continued to perform to specification up to the 6th july 2014. A fresh pad-pak was installed during this time. Multiple manual power ups of mainly ten minutes duration were observed in the device memory between 12th -17th july 2014 and then between the 21st november 2014 and the final history log entry on the 3rd february 2015. The pad-pak became depleted during this time. The pad-pak became depleted during this time and a fresh pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Voltage fluctuation was observed over the pogo pins however the device was still able to deliver therapy successfully. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.